Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jul-2019 through jun-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Event site name - (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and connecting to the console, the arterial pressure waveform was not displaying on the console. The customer attempted to disconnect and reconnect but this did not resolve the issue. The console was swapped out, but the issue persisted still. The console then indicated that there was a fiber optic sensor failure. The iab was removed and replaced with a new one, which resolved the issue. There was no patient harm or adverse event reported.